Event description:
A patient with spv had poor flow, so doctor performed a surgery to replace the spv with spv-140 on (B)(6)2023. Even though the valve was replaced to spv-140, the patient still had poor flow. The doctor thought there might be problem with sx-200 which used with the spv. The doctor performed another surgery to remove the sx-200 from the patient on (B)(6)2023.